Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 75% battery life to completely depleted and subsequently shutting off. The customer's blood glucose level was impacted (elevated). However, the exact value was not reported.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.